Manufacturer narrative:
(B)(4): the device was evaluated and the issue was confirmed through the review of the event history log. The cause of the event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 at 08:57:42. During night drain cycle five, the patient's ultrafiltration reading was 231ml, indicating the home patient (hp) drained 1911ml more than their maximum programmed fill volume of 2800ml. No additional information is available.